Manufacturer narrative:
Multiple parts of the system were exchanged, but the customer continued to have issues with elevated potassium values for at least 7 additional patient samples until 27-may-2019. None of the affected patient data was used for diagnostic purposes. Approximately 600 samples were run between 27-may-2019 and 07-jun-2019 and no further issues occurred during this time span.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter stated that they have had ongoing issues with high results an unspecified number of patient samples tested with the roche omni electrode potassium on a cobas b 221 omni s6 system. The values have been so high that they are discounted and the samples are re-analyzed on a second cobas b 221 analyzer. The reporter provided data for 5 patient samples with erroneous initial potassium results. The samples were repeated on a second cobas b 221 analyzer. It was asked, but it is not known if the same sample or if a new sample was collected for each repeat measurement. Each repeat measurement was performed around the same time as the initial measurement. The first sample initially resulted with a potassium value of 10.9 mmol/l, which repeated as 4.0 mmol/l. The second sample initially resulted with a potassium value of 15.1 mmol/l on (B)(6) 2019, which repeated as 3.9 mmol/l. The third sample initially resulted with a potassium value of 9.3 mmol/l on (B)(6) 2019, which repeated as 4.0 mmol/l. The fourth sample initially resulted with a potassium value of 7.9 mmol/l on (B)(6) 2019, which repeated as 4.0 mmol/l. The fifth sample initially resulted with a potassium value of 13.97 mmol/l on (B)(6) 2019, which repeated as 3.69 mmol/l. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date were asked for, but not provided. The field service engineer changed the hemoglobin chamber and a valve. The reporter stated that the issue returned after the service actions. The engineer returned and replaced the ise electrode holder, the reference electrode, the potassium electrode, and a "scon" electrode.